Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the procedure performed was vaginal hysterectomy, posterior and posterior repair with mesh, anterior and cystoscopy. Preoperative and postoperative diagnosis was uterine-vaginal prolapse, rectocele and genuine stress incontinence.